Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was a damaged battery pin in battery well #2. Physio was able to duplicate the reported issue by moving/vibrating the device. Physio then replaced the device's battery pins and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off, then on, by itself. The customer further advised that at the time of the reported issue, they were attempting to print a code summary. There was no patient use associated with the reported event.